Manufacturer narrative:
Evaluation results - a lot number search performed on the cartridge for similar complaints, and there were two similar complaints found in the search.

Event description:
It was reported that the surgeon was using a eyeonics crystalens with the microstaar injector and cartridge and the injector tore the haptic off during insertion. The surgeon enlarged the incision to remove the lens, and inserted another crystalens and suture the incision. Patient prognosis is good.